Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review, and visual inspection were performed. The loose keypad cable was identified during visual inspection. The cause of the condition was determined to be disconnected/loose keypad cable. To correct the condition, the keypad cable was reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a loose keypad cable. No additional information is available.